Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels. The blood glucose reading was 580 mg/dl, which the customer treated with a manual injection. The customer complained of nausea and dehydration. Upon troubleshooting, it was found that insulin did exit the tubing during a manual prime, and no leak was observed. The device alarm history indicated that the insulin pump had alarmed several error messages. She noted that the bolus history was correct. The blood glucose reading lowered to 471 mg/dl after treatment. She advised that she was satisfied upon finding that the blood glucose was dropping. The customer stated that the insulin pump had been in storage without a battery for around a year and declined further troubleshooting. No self test was performed. Nothing further reported.